Event description:
The customer reported that the cine drive would not record or properly function. No death or serious injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine drive. The system operates as intended.